Manufacturer narrative:
Approximate age of device ¿ 37 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient changed his controller at home after they attempted to perform a controller self-test. The self-test did not initiate. The patient noticed that his controller was completely blank. His pump running symbol was not illuminated and his screen was not functioning. It appears that the controller completely ran out of power but his controller never alarmed to warn him of this. The ebb appeared to be completely drained and the controller clock had been reset. The ebb had cumulative use of 117 minutes (the patient was only on this controller from (B)(6) 2019 to (B)(6) 2019. The controller was able to run the hm3 loop without issue. The site could not get the self-test function to work, even after 10+ attempts. Tech services reviewed the log files and found a low power advisory, and a low power hazard. The log file shows that the ebb began operating the system, and roughly two hours later a pump stop that all occurred on (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump running symbol not illuminating and self-test function not initiating was confirmed with the data retrieved from the returned system controller (serial # (B)(4)). The log file captured data entries from february 25, 2019 to march 11, 2019 and events captured on the default date of january 1, 2000. On february 26 at 4:56 am, a low battery power advisory alarm event became active relating to the 14v batteries depleting. The system operated on the external 14v batteries until they were fully depleted, and the no external power alarm became active at 7:34 am. The system reverted to the internal 11v backup battery for power and operated until the backup battery became fully depleted resulting in a system shutdown at approximately 9:28 am. The duration of time the device was without power could not be determined. The events following captured the time clock resetting to default date of january 1, 2000 12:00 am with an active clock corrupt alarm. Higher capacity 14v batteries were connected to the system controller and the system recovered to the stored speed value of 5,600 rpm. At 12:19 am, the driveline was physically disconnected. It is noted, during the clock corrupt alarm active, the self-test function will not activate. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified that could be correlated to the power loss event captured in the log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4).